Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low level failures), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. Customer reported receiving a pump error. Customer was able to clear the error and complete rewind. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Product mmt-1712kl will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Unable to pass self test and displacement test. Pump error 63 was noted during self test. Thus, software was utilized and uploaded trace/history files properly. The adapt tool was used to search for pump error 63 and for any 61=stuck key alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 63 alarm was confirmed in (adapt) and history download on (B)(6) 2024 at 23:42:29. File number = 37 and line number = 367. Per software engineering log, pump error 63 was generated due to the rf chip initialization error. No stuck key alarms were recorded on or near event date. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic stack. No moisture damage was noted on electronic assembly and the j1 connector on pcb1 was locked properly during visual inspection. Isolate to electronic assembly. The unit also passed the keypad voltage test (3.2v). However, under microscope inspection u1 on keypad assembly broken solder joint on pin #1 and #6 was noted. Unit also received with scratched case and label damage (peeling). In conclusion, the customers concern for pump error 63 was confirmed when adapt tool reveled is presence on complaint event date and during self test. Pump error 63 was generated due to the rf chip initialization error. Isolate to electronic assembly. In addition, customers concern for keypad/button unresponsive/button was confirmed when keypad was unresponsive during testing of unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.